Event description:
It was reported an angio-seal vip was deployed. Reportedly, ten minutes later, the pt complained of having no feeling in his foot, loss of distal pulses and angiography was performed. Review of the angiogram revealed a dissection and some haziness. The pt underwent surgical intervention. The surgeon reported that it was a common femoral artery dissection located a couple of centimeters proximal to the access site and continued to the profunda artery. No collagen was found in the artery and the pt was reported to be doing well.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. No training record was found for this physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.